Event description:
It was reported that pump displayed malfunction alarm malf 12. There was no reported adverse impact to customer's blood glucose. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, who provided instructions and assisted with resetting pump, after which malfunction did not recur, and customer was advised to continue using pump and to call back if issue returned, which customer acknowledged and understood.